Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen did not display as intended and it restarts continuously. Per review of wo on 07oct2024, it has been noted that patient was ok, switched to another arctic sun to complete the therapy.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. Per review of work order on 07oct2024, it has been noted that patient was ok, switched to another arctic sun to complete the therapy. Per work order, after troubleshooting, customer found it is chiller pump issue. Region will order parts for customer to replace. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, f, h. The reported product number is sold out. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen did not display as intended and it restarts continuously. Per review of wo on 07oct2024, it has been noted that patient was ok, switched to another arctic sun to complete the therapy. Per follow up information received via email on 29oct2024, it was reported that the customer will troubleshoot which component broke down and they order to replace for them. Issue was not resolved still under evaluation by customer engineer. Replacing the manifold assembly should solve the issue (pressure sensor). Swapped to another arctic sun machine to complete the therapy. No impact to the patient, patient was fine. Per follow up information received via mail on 30oct2024, it was confirmed that when they replaced with manifold assembly, the issue was resolved.